Manufacturer narrative:
Results: the second cat6 evaluated was ovalized approximately 44.5, 85.0, 96.0, 100.0, 127.5, and 133.5 cm from the hub. Conclusions: evaluation of the first returned cat6 revealed that the catheter was ovalized. If the device is forcefully retracted out of its packaging at an extreme angle, damage such as ovalization may occur. The ovalization likely contributed to the guidewire getting stuck during the procedure. Further evaluation of the returned device revealed that the cat6 was ovalized in multiple locations along the catheter shaft. These ovalization were likely incidental to the reported issue and likely occurred during packaging of the device for return to penumbra. Evaluation of the second returned cat6 revealed that the catheter was ovalized. If the device is advanced into another device and the peel-able sheath (supplied by penumbra) is not used, damage such as ovalization may occur. This damage likely contributed to the aspiration being limited after a few passes. Further evaluation of the returned device revealed that the cat6 was ovalized in multiple locations along the catheter shaft. These ovalization were likely incidental to the reported issue and likely occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01597.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheters 6 (cat6s). During the procedure, the physician advanced a cat6 through a 6f non-penumbra sheath to aspirate the thrombus. While using the cat6, the aspiration was very limited after a few passes; therefore, the physician removed the cat6. Upon removal, the hospital tech noticed that the cat6 was twisted a few centimeters from the distal tip. While preparing another cat6 for the procedure, it was noticed that the cat6 was kink upon removal from the packaging; however, the physician tried to use the kinked cat6 but it kept getting stuck on the guidewire; therefore, it was removed. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-01597.